Event description:
It was reported that the patient experienced an increase of acute axial and radicular low back pain. The x-ray taken revealed that the cam lobe was broken. The inferior arm of the spacer was dislocated and dislodged posterior. The patient underwent an explant procedure where all the pieces of the spacer were explanted. The patient felt a dramatic improvement post-operatively. The device will not be returned.

Manufacturer narrative:
The returned spacer was analyzed and the visual inspection revealed that the inferior cam lobe was completely detached from the implant body and the screw thread was severely stripped. The damage to the implant was sufficient to prevent functional testing. The damage to the implant indicates failure likely due to forced deployment against a rigid obstruction such as the spinous process. This damage suggests that the user exerted excessive force attempting to deploy the implant, enough to cause deformation on the screw thread and the cam lobe. The reported allegation of migration, dislocated and dislodged is known inherent risk with use of the device. However, visual inspection revealed that the inferior cam lobe was completely detached from the implant body and the screw thread was severely stripped. The damage to the implant was sufficient to prevent functional testing. Therefore, the damage to the implant was sufficient to prevent functional testing. The damage to the implant indicates failure likely due to forced deployment against a rigid obstruction (spinous process). This damage suggests that the user exerted excessive force attempting to deploy the implant, enough to cause deformation on the screw thread and the cam lobe. No escalation is required at this time.

Event description:
It was reported that the patient experienced an increase of acute axial and radicular low back pain. The x-ray taken revealed that the cam lobe was broken. The inferior arm of the spacer was dislocated and dislodged posterior. The patient underwent an explant procedure where all the pieces of the spacer were explanted. The patient felt a dramatic improvement post-operatively. The device will not be returned.